Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the mfg record for this particular batch shows that the device mets it's material, assembly and product specifications. The most probably root cause of the reported difficulty is determined to be "anticipated procedural complication".

Event description:
Taxus express2 post market surveillance study. It was reported 185 days following a coronary artery stenting treatment procedure that the pt returned with in-stent restenosis. The index procedure treated the de novo, 75% stenosed 3x16mm target lesion located in the distal left circumflex artery. Treatment utilized direct stenting and placed a 3.0x16mm taxus express 2 drug eluting stent deployed at 11 atm's resulting in 0% residual stenosis. The pt was discharged two days post procedure on bayaspirin and plavix. Five thousand u of heparin was used the day of the procedure. The pt returned 185 days following the index procedure for a study required follow up evaluation in which silent ischemia was confirmed. A 90% stenosed 3.0x13mm in-stent restenosis lesion formed at the distal edge of the implanted stent. Treatment utilized an unk balloon and a non bsc stent with no post dilation. Five thousand u of heparin was used the day of the procedure. The pt was discharged two days post procedure on bayaspirin and plavix. The event was listed as "resolved" and "possibly" related to the device.